Event description:
Total knee replacement never quit swelling, becomes inflamed under normal use, heats up, causes pain, feels unstable. Doctors suspect bad glue / cement allowing movement in lower portion. Could not return to work. Now on nssd at age (B)(6). They can see a small gap between edge of implant and top of bone on x-rays. Surgery is scheduled for total knee revision. Talked to another guy who just finished total knee revision surgery, same doctor. First surgeon was a few weeks earlier, (B)(6) 2015. Told by doctor / ortho surgeon that he had a bad batch of glue and was doing a lot of revisions because of this. Knee ID card says attune knee system depuy synthes. Both knees have been replaced.